Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a 5086mri58 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that two days after implant, pacing failure was noted on both the atrial and ventricular leads. Fluoroscopy was performed in the catheterization laboratory, but lead migration was not confirmed. Possible micro-dislodgement was noted. Procedure was performed for lead placement verification. The implantable pulse generator (ipg) itself was slightly migrated to lower side, which led to a little bit of migration of both leads but they were fixed firmly. The leads were repositioned and remain in use with the device. No patient complications have been reported as a result of this event.